Event description:
Procedure: lap colon. According to the reporter: the instrument was inserted through the trocar and fired over colon. After the firing was complete the reload fell off the handle while the jaws were still closed. The surgeon was unable to open the reload jaws. He tried with a laparoscopic grasper, but was unsuccessful because the I-beam was at the distal tip of the stapler. The surgeon opened up a new stapler and reload and fired just proximal to the reload to remove it and proceeded with the surgery. Pt status was reported as good.